Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the keypad had peeled off and the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:the keypad cover was found to be peeled off. During testing, all keypad buttons were found to be unresponsive. The up arrow and ok button contacts were found to be damaged and do not spring back after pressing. The contrast button contact was found to be missing. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim/fading/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.